Event description:
Patient presented to operating room for right knee arthroscopy repair of medial meniscus. During the procedure a 25mm piece of arthrex fiberstitch broke off into patient. The broken piece was retrieved intact. FDA safety report ID# (B)(4).